Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a bipap a40 device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation. The device error logs were reviewed and a vent inop alarm was not recorded in the downloaded error log. The error log on the device did display a vent inop alarm, likely due to the device becoming inoperative as a safety feature due to memory failure. The device's main board was replaced to address the issue. The device's blower, valve and inlet foam were also replaced as per maintenance procedure. The ventilator was found to audibly and visually alarm, as designed.